Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was repeated recoverable errors on the universal surgical manipulator 1 (usm1) and the self-test progress message was on the screen. The customer proceeded the case with the remaining usms. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer clarified and stated that they were aware of the issues the day prior when they initially called in the fault. The system functionality was verified during power-on, and arm one had an error on startup and was disabled at that time. However, the errors with the system only became apparent during the docking process after the case had started. All faults were cleared, the system was verified to be functioning properly, and the case was successfully completed with the original configuration. The issue was resolved prior to making the call.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed, and the reported failure was confirmed and replicated. The unit was also tested on an in-house system and triggered 32101 ac_3d (acm). The unit was also tested on the pfpt and failed direction test with 32101. The dof 9 stator was reseated to the accp board and unit passed direction test. Upon further investigation, there was no physical damage, but the acsb3 had minor corrosion.